Event description:
In 2003, the pt was admitted to the hosp with pain and a suspected ileus. A laparotomy was performed. It appeared that one of the leads had adhered to the small bowel causing an obstruction. The enterra system was removed resulting in a 5 cm resection of the bowel.